Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿the pump shuts off during testing". The unit was triaged and the reported issue could not be confirmed at this time; the device ran properly throughout the entirety of the investigation. The device ran at 400ml/hr for 16 hours with no faults found. The device was then put through recertification, the device passed with no faults found. This was replicated once more with the same result. The customer complaint of "pump shuts off during testing" could not be replicated. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the pump shuts off during testing. There was no patient involvement.